Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced pain at infusion set insertion site during insertion because she forgot to remove needle cover event on (B)(6) 2025. The infusion set was in use for 15 minutes. The blood glucose level was displayed high, and the patient was treated with correction bolus via pump and multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008295, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008295 was manufactured according to the work instruction (wi) version 115 and manufactured in the line inset 5 on 28-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.